Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No unexpected no delivery alarm or motor error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarms or low battery alarms noted. The pump was monitored and no unexpected tone/beep was noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 460 mg/dl. Device had alarmed no delivery alarms. Device was able to rewind. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.